Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as there was an abrupt decrease in estimated longevity. There was an increased power consumption noted from the most recent follow up. The cause of the increased power consumption was attributed to high atrial sensing rates beginning in february of 2021. This device remains in service. No adverse patient effects were reported.